Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pump was programmed to deliver blood transfusion at 167ml/hr with volume to be infuse (vtbi) of 165ml. It was noted by the clinician that the pump was delivering the blood product at a slower rate than programmed, and switched the tubing set to a different module that infused correctly. The event occurred at medical daycare outpatient clinic. There was no patient impact. It was then reported by the hospital's biomedical engineer that by reviewing the device logs, the pump appeared to have been programmed as intended. Furthermore, it was stated that the pump module passed the flow rate accuracy test (within +/- 3%). It is the customer's belief that the under infusion event may have been caused by the way the tubing set was loaded or due to an issue with the clamping mechanism in the door of the pump module.

Event description:
It was reported that the pump was programmed to deliver a blood transfusion (packed red blood cells) at 167ml/hr with volume to be infuse (vtbi) of 165ml. It was noted by the clinician that the pump was delivering the blood product at a slower rate than programmed, and switched the tubing set to a different module (took approximately 15 minutes after the start of initial infusion)) that infused correctly. The event occurred at medical daycare outpatient clinic. There was no patient impact. It was then reported by the hospital's biomedical engineer that from reviewing the logs, the pump appeared to have been programmed as intended. Furthermore, it was stated that the pump module passed the flow rate accuracy test (within +/- 3%). It is the customer's belief that the under infusion event may have been caused by the way the tubing set was loaded or due to an issue with the clamping mechanism in the pump module's door.

Manufacturer narrative:
The customer¿s complaint of an under infusion could not be confirmed or reproduced. Log analysis results: the customer provided an event date of (B)(6) 2020 at 12:29. Although requested, the pcu and logs were not returned for investigation. Review of the suspect device error log showed no errors were recorded on the reported event date. Review of the suspect device event log showed, prior to the reported event date, the device was attached to pcu (sn (B)(6) at 2:27 pm on (B)(6) 2020. On the reported event date, the suspect device successfully completed multiple infusions at various rates. There was no infusion programmed at the reported rate of 167 ml/hr; however, there were multiple infusions programmed at 165 ml/hr. The root cause of the customer¿s complaint of an under infusion could not be identified. Device history review: lvp sn (B)(6) review of the source device (sn (B)(6) service history record showed the device had a manufacture date of (04/10/2014). A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.